Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a myopic shift following a micro-stent implant procedure; 10 weeks post-implantation. Patient¿s distance bcva is 20/20 with a refraction of (aprox.) -2.00 d. Patient is currently on steroid drops. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift - refraction; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to thoroughly evaluate the case. There is no mention of system failure. A possible root cause is that postoperative myopic shift may be the result of anterior chamber shallowing or flattening or of choroidal effusion, which are established risks associated with use of the system. (B)(4).